Event description:
It was reported that shaft break occurred. A 4.00mm x 20mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon was broken or better to say the form of the balloon was not as expected. So the physician didn't want to try to insert the device into the patient's body. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 4.00mm x 20mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon was broken or better to say the form of the balloon was strange. So the physician didn't want to try to insert it into the patient's body. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. At 25.2cm from the tip of the device, the shaft was kinked. There was contrast in the inflation lumen and the balloon. The balloon was tightly folded. Product analysis could not confirm reported break as there was no break in the device. Analysis could confirm the reported kink to the device, as the shaft of the device was kinked.